Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and stent dislodgement appear to be related to circumstances of the procedure and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure of the non-tortuous, non-calcified, thrombosed, right coronary artery (rca), the 5.0 x 18 mm ultra stent delivery system (sds) was advanced in a non-abbott guideliner, but could not cross the lesion due to the anatomy. During removal of the sds from the anatomy, the stent implant dislodged while in the tuohy rotating hemostasis valve (rhv), outside the anatomy. A non-abbott stent system was used to complete the procedure. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.